Event description:
It was reported that this implantable pacemaker recorded a sudden increase in the atrial pacing impedance, reaching out of range values. A lead safety switch (lss) was also recorded. Technical services (ts) reviewed the device data and confirmed the out of range measurements. In addition, it was discussed there is myopotential oversensing observed in recent atrial tachy response (atr) episodes, however, this can be expected if the sensing is set to unipolar as a result of the lss. Further troubleshooting recommendations were provided. The leads are non-boston scientific products. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker recorded a sudden increase in the atrial pacing impedance, reaching out of range values. A lead safety switch (lss) was also recorded. Technical services (ts) reviewed the device data and confirmed the out of range measurements. In addition, it was discussed there is myopotential oversensing observed in recent atrial tachy response (atr) episodes, however, this can be expected if the sensing is set to unipolar as a result of the lss. Further troubleshooting recommendations were provided. The leads are non-boston scientific products. The device remains in service. No adverse patient effects were reported.